Event description:
Additional information was received, from the patient. It was reported, that the cause of the therapy not working was undetermined. The patient reported, that the surgeon had a hard time placing the wire. The patient is having the device removed. The issue was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2sfmy, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: brand name: surescan, product ID: 978b128 (lot: va2sfmy), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that therapy has never really worked right/was intermittent and is now off. Caller stated that the healthcare provider (hcp) ordered x-ray in january and the x-ray notes indicated that lead was "intact" but patient stated someone told them that the lead is "out of place." Caller stated patient plans to get device removed. Caller stated patient has contact information for manufacturer representative (rep) and asked if patient should contact them. Technical services (ts) reviewed that if lead has migrated out of the sacrum, this would cause them to not be eligible for mris. The caller was not with the patient. The patient was redirected to their hcp to further address the issue. Ts suggested patient contact hcp to evaluate lead placement prior to MRI. Ts reviewed if lead has migrated out of the sacrum, hcp would need to update MRI information.